Manufacturer narrative:
Additional information was received and the product is no longer considered reported, please refer to below three reports for further information: - 9612501-2017-05513 - 9612501-2017-05514 - 9612501-2017-05515. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The piece was taken out of the patient at the end of the surgery through the trocar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gynecological procedure. When inserting the trocar into the patient, scratched the tip of the obturator causing a little piece of plastic to fell into the cavity of the patient. The piece was taken out of the patient at the end of the surgery. An x-ray was not performed to locate the plastic piece. There was no patient harm. The patient status is alive, no injury.